Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(4) alleging an "error 2" issue with a one touch verio meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an "error 2" issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The test stirps have been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. The 510 (k) # is k093745.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been evaluated by product analysis on with the following findings: the test strips have passed all testing with no faults found. Lifescan (lfs) has requested the return of the meter for evaluation. If the meter is returned lfs will evaluate it and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.